Manufacturer narrative:
The thermograd xp ivtm system (sn: (B)(4)), was evaluated at the customer site by zoll's service technician. The primary complaint was confirmed during visual inspection. To resolve the issue, the air trap sensor tunnels were opened, cleaned, and tested. Review of the event log found no irregularities. The console passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermograd xp ivtm system with serial number (B)(4). Customer site.

Event description:
During an evaluation set-up of the thermograd xp ivtm system (sn: (B)(4)), it was reported that the coolant flowed into the air trap sensor and prevented its use.